Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-06558. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 wherein the physician repositioned the patient¿s leads. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-06558. It was reported the patient experienced ineffective stimulation after the patient bent over multiple times while doing housework four days after the permanent implant. X-rays revealed the leads had migrated. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.